Event description:
I was using the quick set for the medtronic minimed insulin pump. This infusion set was placed at 2200 on (B)(6) 2012 and new insulin, tubing, etc replaced. The am of (B)(6) 2012, my glucose level was unreadable on my meter and I had ketones in my urine. When I removed the infusion set, the cannula of the quick set was kinked under my skin. This is the 5th time in the last 12 months I have had dka while using this infusion set. I have had no prior dka since my diagnosis 15 yrs ago. It has been reported to medtronic every time.